Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of air bubbles in the reservoir. The customer's blood glucose reading was unknown. The customer did not store insulin by room temperature. The customer did not rewind with a reservoir in place. The customer reported no air bubbles in set after filling.